Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that a pair of bone reduction forceps (01-08630) broke in the operating room during a mandible fracture case, and it is reported that one of the tips of the forceps broke off. However, there were no adverse consequences to the patient, and no other information is known at this time.

Manufacturer narrative:
The reported event that one of the tips broke off could be confirmed. Moreover, the fracture surface of the remaining part of the arm shows an intercrystalline fracture due to stress crack corrosion. Both the DHR review and the hardness measurement performed showed that the device was manufactured according to specification. Most likely, the appearance of the corrosion was caused by insufficient or improper cleaning when blood and/or other fluids were not completely removed. Combined with constant usage, the applied bending forces eventually led to the breakage. Therefore, the root cause for the breakage can be tied to a user related issue. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
A company representative reported that a pair of bone reduction forceps (B)(4) broke in the or during a mandible fracture case, and it is reported that one of the tips of the forceps broke off. However, there were no adverse consequences to the patient, and no other information is known at this time.